Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported, the device was changed from the left to the right side and "is not helping them with the arrhythmia, heart rates are one half of 60, and the patient is feeling worse". They reported they can "hardly walk across the floor". Their breast is all swelled up and black and blue to their waist after implant. Follow up results determined, the patient has not been seen. Any additional relevant information received will be added to the event. No patient complications were reported as a result of this event.